Event description:
Additional information received reported that therapy had never worked for the patient, and he had met with a representative over a month ago and it was determined that 2 "probes" were not working. The patient had seen a representative every month since implant and had been programmed several times, but the device continued to pulse on and off at random, making him sick. It was also reported that the stimulation was not covering his left leg at all, instead it stimulated the right leg and ribs, causing the patient to cramp in the ribs when stimulation was turned up a little. It was also reported that 'two channels' had moved over a month ago, and the hcp wanted to revise. The hcp reported that the epidural lead had dislodged and moved, and a lead revision was scheduled for (B)(6) 2012. It was noted that the patient required hospitalization, and there was no injury. For events occurring during the scheduled lead revision, see MFR. Rep. # 3004209178-2012-06237.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was intermittent stimulation. The sensation was random as the patient would feel the stimulation cut out for just a fraction of a second sometimes when he was moving and other times when he was just holding still. The symptoms had occurred since implant even before the adaptive stimulation was enabled. The patient did not experience this sensation during the trial before implant. It was requested that the patient keep a diary for a day or two recording when he feels stimulation cut out and what he was doing at the time. The patient had an appointment scheduled with his health care professional on (B)(6) 2012. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 3777-60, serial# (B)(4), implanted: 2012-(B)(6), lead model 3777-60, serial# (B)(4), implanted: 2012-(B)(6), recharger model 37754, serial# (B)(4), programmer model 37744, serial# (B)(4), (B)(4).

Event description:
Additional information. The patient was still experiencing intermittent stimulation. It was noted the device settings were not using cycling or scheduled therapy. The adaptive stimulation was tried for 'a while,' but the patient found it 'irritating.' The patient believed the device was turning off on its own, but when the stimulation 'turned off' the patient did not need to use the programmer to turn it back on. The patient fell 3 weeks prior, but the reporter stated the intermittent stimulation did not seem related to the fall. It was also noted the patient had to have a lead revision because the stimulation was on the right side, but the patient's pain was on the left side of the body. An x-ray was performed, and the results indicated the leads had not moved vertically, but they 'may' have moved lateral/medial. No further details were provided.